Manufacturer narrative:
The investigation included a review of the customer's calibration report and no issue was found. A general reagent problem can be excluded.during preanalytical analysis and measurement of the sample, there were no alarms or errors. The device was noted to be working within specifications. A general reagent or instrument problem could not be identified. The cause of the event could not be determined.

Manufacturer narrative:
For initial MDR submission 1823260-2021-02967-00, field g3: date received by manufacturer was actually 14-sep-2021 rather than 20-sep-2021 as previously reported.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient tested on a cobas e 411 immunoassay analyzer. The initial result at 12:54 am was 45.71 ng/l. The user questioned this result as it did not correlate with the clinical status of the patient. The user reran the sample and the repeat result at 2:09 am was <3.00 ng/l. The user ran the sample for the third time and the repeat result at 3:22 am was 3.82 ng/l. No questionable result was reported outside of the laboratory. The first repeat result was deemed to be correct. The troponin t hs stat reagent lot number was 512050 with an expiration date of 31-may-2022.